Event description:
It has been reported that the device may be not functioning as expected.

Manufacturer narrative:
Previously reported on pr 1315393 with MDR# 3030677-2021-14441. The device was not returned for investigation.